Event description:
It was reported occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. The customer changed the cartridge and resumed insulin, resolving the issue, and no further assistance was required.